Event description:
It was reported that the 9900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the x-ray controller. The system operates as intended.